Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 322. System error 322 was confirmed through a review of the event history log and reproduced during an infusion. This condition was found to be caused by a failed link switch. The upper auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no patient injury.